Event description:
Pt was being transported to CT with staff on hfnc [high-flow nasal cannula]. There were no alarms triggered. The rt [respiratory therapist] was at bedside when the airvo3 stopped providing therapy to the patient and the screen froze causing the patient to desaturate. The device was could not be powered off. Patient was bagged to increase saturations.